Event description:
The patient was referred for prophylactic generator replacement based on clinical and the battery life calculation. Good faith attempts for additional information from the physician were made but no further information was received. Although surgery is likely it has not occurred to date.

Event description:
Additional information was received indicating that the patient was seen by the surgeon who declined to replace the generator prophylactically since the generator was able to be interrogated and did not indicate end of service. It was reported that the patient's neurologist referred the patient to surgeon because of the distance that the patient lives from the office. It was later reported that the surgeon scheduled the patient for surgery after speaking with the patient's neurologist. No surgical intervention has been performed to date.

Manufacturer narrative:
.

Event description:
It was reported that the patient has experienced an increase in seizures. Clinic notes dated (B)(6) 2014, note that the patient usually experiences 8 to 10 seizures a month and instead has consistently been in the teens. It noted that some of the seizures are more intense than previously. It was noted that the vns was interrogated and appeared to be functioning normally. It was noted that there was no indication that the device was near end of life. It is unknown if the seizures are an increase above the patient's pre-vns baseline frequency. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Describe event or problem, corrected data: it should have been reported on the initial report that the patient was referred for surgery but surgery has not yet occurred.

Event description:
A report was received that this patient underwent a full revision began experiencing asystole drop with the stimulation, and this is reported in MFR #: 1644487-2019-01327. The patient's device which was explanted at this revision surgery was not the implanted generator noted in this report, indicating that the generator model 102r previously reported on has been explanted. The patient's explant facility is also a site that discards all explants per facility protocol and therefore generator has not been returned. No additional relevant information has been received to date.